Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a transarterial chemoembolization (tace) procedure the catheter tip detached within the patients brachial artery. The physician had acquired retrograde radial artery access and during catheter manipulations over a stiff guidewire the catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient. An additional catheter was used to successfully finish the procedure.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.